Event description:
Patient status post hybrid construct unknown system at l3 - l4 and a matrix construct at s1 on an unknown date bent over and felt a pop. X-ray was taken on an unknown date and showed the screw at s1 broke. Patient was returned to the operating room on (B)(6)2012, surgeon removed the screw and revised the patient with a larger screw. Surgeon re-tightened the construct and completed the procedure.

Manufacturer narrative:
Review of the dhrs showed that there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn, as no product was received.